Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient¿s implantable neurostimulator (ins) was ¿installed in a very uncomfortable place¿ prior to revision. It was noted the patient¿s physician moved the ins. Please note: all additional information regarding the previously reported lead issue can be found in MFR. Report #3004209178-2013-11927.

Manufacturer narrative:
(B) (4).

Event description:
The pt felt no stimulation on the right side (program 1) though did feel stimulation on the left side (program 2). The right-side loss of stimulation started 48 hours prior. The ins was revised the previous month because it was "sticking out." The pt stood up and moved around and still did not feel stimulation. She did not have any other programs or parameters besides programs 1 and 2. Further info is being requested at this time.